Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was noted that the ipg would get warm which would then overheat the charging system, not allowing to complete a full charging cycle. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The device was able to be charged fully with proper charging technique. The highest temperature during charging cycles in the patients body was within the acceptable range.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. It was noted that the ipg would get warm which would then overheat the charging system, not allowing to complete a full charging cycle. The patient underwent an ipg replacement procedure and was doing well postoperatively.